Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were functionally tested and evaluated. The customer's indicated failure mode for erroneous results with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.¿

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes caused erroneous results.